Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As stated in the warnings section of the device instructions for use: "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire." Also, "if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." Reviewing all details to date, it appears clinical and procedural factors may have impacted on the reported event. The initial reporter is unknown. It was reported that the device has been disposed and is not expected to be returned; however, if there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
As the doctor put the wire through the lumen of the 18g needle, it was difficult to advance the wire because there was some impacted stone in the kidney. They went to draw back the wire, pull it back out of the lumen of the needle. The wire was very difficult to remove and ended up scraping off some of the outer hydrophilic coating on the zipwire and as a result, part of the wire was left in the kidney. They were not able to remove the part of the wire that was left in the kidney. The rep believed they used another wire and that one worked fine. The physician brought the patient back for a second procedure and was still unable to remove the wire but was able to remove some more stone. This was a 2-stage procedure to begin with as intended by the physician. The physician was not able to retrieve the outer part of the wire that was in the patient's kidney. They could partially see it on the fluoro because it was radiopaque, but they could not remove it.